Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the camera cable for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the customer was having issues focusing the image on the camera. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting but the issue could not be resolved. The surgeon decided to convert the procedure to open. On june 16, 2016, isi received additional information regarding the reported complaint. Due to the reported issue, the surgeon decided to convert to open about 30 minutes into the procedure (surgical ports were placed) and the patient was administered additional anesthesia (approximately 30 minutes). The patient tolerated the open procedure well and there was no report of injury or harm. An isi technical field specialist (tfs) conducted additional investigation of the system on site. The tfs found the camera cable to be defective and replaced it to resolve the reported issue.